Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.